Event description:
The company was notified that the patient reportedly experienced facial nerve stimulation from the implanted device. External equipment was exchanged and programming adjustments were made. However, the facial nerve stimulation symptoms were not alleviated. The patient's cii device was explanted.